Manufacturer narrative:
(B)(4). Medical product ¿ unknown tibial component; unknown femoral component. Therapy date, unknown date in 2015. UDI# (B)(4).

Event description:
Patient underwent a revision of a partial knee approximately 11 years post implantation due to fracture of the tibial bearing.